Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the device had a broken connector, and noted that four case screws were contaminated, and the display wire was pinched without compromise to the insulation. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator (epg) had a broken connector. The epg has been returned for warranty repair. There was no patient involvement.